Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular planned/non-emergency treatment procedure, which was completed as planned. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a message that the disk space was low, and fluoroscopy was not possible. Review of system log file showed the display message ¿user msg: exposure not possible. Image disk full¿, which confirms the malfunction. The fse found that ippc(image processing pc) disk drive bay had no power. To resolve the issue, the fse pressed the hard disk drive, which powered it on and performed recreated images restore. This is a known issue related to disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z - 1151 - 2024). After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a message that the disk space was low and fluoroscopy was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.